Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative reports that a calibration was performed. The system was operating as intended.

Event description:
The customer reported there was an ma on error message and the system shutdown un-commanded. There is no report of pt injury.